Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned to the manufacturer with no information. Further review of the m anufacturer¿s database indicated the patient is deceased and died approximately five weeks after the system was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071-53 lead, implanted 2014-(B)(6). (B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.